Event description:
Fragment of healing cap could not be removed. Implant needed to be explanted.

Manufacturer narrative:
Fragment of healing cap could not be removed. Implant needed to be explanted. No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.